Manufacturer narrative:
The field service engineer (fse) discovered disconnected tubing on port 7 of the blood sampling valve (bsv). The fse reconnected the tubing to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of diluent coming from the blood sampling valve (bsv) of approximately fifty to one hundred (50-100) milliliters on the coulter lh 780 hematology analyzer while running startup. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.